Event description:
It was reported that the patient experienced pacemaker-mediated tachycardia and presented to the hospital with feelings of a racing heart rate. Upon interrogation, the pulse generator exhibited an inappropriate rate increase. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
.